Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the remote speakers were not working, thus no audible alarms. There was no patient incident.